Event description:
It was reported via repair work order that the brakes were not holding due to flat spots on the brake adjuster and cam blocks. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.